Event description:
Complaint references implant failure: MDR states reason for loss of implant, review x-ray.

Event description:
Not noted on MDR: complaint references implant failure - MDR states reason for loss of implant - review x-ray.